Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). The affected device was returned to the manufacturer site for repair. The technician could confirm the reported issue. He tested the unit and experienced a value deviation and an error code for the air channel. He replaced the air mass flow controller, the air flow sensor and the issue could be solved. Functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that the flow of a s5 gas blender system was out of tolerance. There was no patient involvement.